Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Cut lip [lip injury]. Brush broke off - oral-b [device breakage]. Consumer via e-mail stated that their oral-b brush broke off and cut their lip. No serious injury was reported.